Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the reported phenomenon was confirmed. Compare with the mh-507 of omsc asset, the bristles of the subject device had been fallen off more. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was fond the bristles of the subject device used in about 20 cases were loosened and fell off during the reprocessing. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) and the followings were found in addition to the last report which had been done on the initial report of MFR report #8010047-2022-01847. [Other findings of the investigation] visual confirmation of the subject device. -it was confirmed that the bristles of the brush had come off. -it was confirmed the bending of the shaft. It was reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. [Conclusion] it was not possible to identify the root cause of the reported phenomenon. [Consideration] from the investigation results, it was presumed that the bending of the shaft was confirmed, and that the bending of the shaft caused the twist that bundles the brushes to open. It was presumed that the bending of the shaft was caused by the application of an external force. If additional information becomes available, this report will be supplemented.